Event description:
My 10-year-old son is a type 1 diabetic. His dexcom g7 device was reporting incorrect values for 4 days which we were unaware of. Values reported were much less than actual. Went to the doctor on day 5 for regular checkup and blood glucose check was 428, ketones 3.4. Almost was sent to ER with diabetic ketoacidosis (dka) but was able to treat in clinic. Changed device while in office and readings were then concurrent with additional blood glucose testing taken in office.